Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not powering on. A pharmacy technician was refilling the station when the issue began. The technician reported that after moving the cable connecting the fridge to the station, a spark occurred and the screen went black. The customer attempted to power on the station using the rear power button; however, there was no response. The cables were unplugged and re plugged, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station not powered on and found pyxibus cable was frayed. The field service engineer (fse) performed step-by-step isolation by removing auxiliary and tower components. The communication sled, pyxibus cable, latch, harness, and remote manager board were replaced. As a preventive maintenance, all micro switch contacts were cleaned, wire harness connections were tightened, stabilizer applied, and grease applied to connectors. After repairs, the medstation powered on and functionality was restored. The system functioned as intended after the field service engineer (fse) repaired the device.